Event description:
On 2/3/2000, the facility's operating room buyer informed the MFR's sales rep of the following: the device was opened at the facility to find two (2) plastic press packs that each contained a device instead of a device kit and introducer kit. Both plastic press packs were opened and are no longer sterile. Another kit was opened for the procedure without further problems. No further details were provided.